Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted bent connector edge. Functional evaluation revealed that it was difficult to insert and remove the connector from the control unit. The complaint has been confirmed. Factor, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include excessive force used to insert and remove the connector from control unit. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the camera head would not connect to the camera box. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.